Manufacturer narrative:
One nrfit cassette device was returned for analysis. As received, there were no damages or anomalies observed. In attempts to replicate clinical use, the cassette was filled with 250ml of water and during the filling process, a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on the tube. The complaint of leakage can be confirmed.

Event description:
It was reported that the connection with nrfit cassette could not be made. The event occurred before patient use/during priming at facility. Investigation found that during process a leak was observed. Leaks could potentially expose patient and/or clinician to drug and are reportable.